Event description:
The user facility reported that the radifocus guidewire involved was used during drainage, however the wire peeled, and the outer layer was lost in the patient during the procedure. The peeled outer layer was removed in a followed procedure. Medical intervention was performed to retrieve the peeled piece of the outer layer that was left inside the patient. Although the patient was harmed, the patient was in stable condition.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the involved lot number was unknown, review of manufacturing history record could not be performed. Since the involved lot number was unknown, a search of the complaint file could not be performed. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was returned for investigation. Visual inspection of the actual sample found it was a black fragment. The ends of the black fragment were arbitrarily designated as end-a and end-b respectively. The total length was then measured and was approximately 98 mm. Magnifying inspection of the actual sample found end-a was straight and end b was arc-shaped. Electron microscopic inspection of the actual sample found a groove on the smooth surface. Next, when the actual sample was rotated 90°, a crack pattern was observed on the surface. This crack pattern was considered to be specific to the hydrophilic coating on the surface of the guidewire m. The hydrophilic coating of this product expands with moisture and cracks in a dry state. Some individual differences in the pattern of the cracks were observed in each product. The fragment was subjected to a component analysis by ft-ir. It was confirmed that the ir-spectra of the fragment matched with that of the outer layer of guidewire m. From the investigation, the fragment was likely to be the outer layer of guidewire m. Based on our past findings through stimulation tests, it is known that the outer layer may be peeled off when a guidewire m is used in combination with a metal needle and manipulated in the withdrawal direction. Also, it is known that one end of the fragment becomes straight and the other end becomes arc-shaped. These results were considered similar to the state of the actual sample. Since the involved lot number was unknown, review of manufacturing records or shipping inspection records could not be performed. Since the involved lot number was unknown, a search of complaint files could not be performed. From the investigation results and the description of the event, the fragment returned for analysis was considered to be the outer layer of guidewire m. From the investigation results and the simulation test result, it was inferred that the guidewire m was used in combination with a metal needle, and when the guidewire m was manipulated in the withdrawal direction, it was exposed to the metal needle, leading to the peeling of outer layer. Relevant IFU reference: "do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement."